Manufacturer narrative:
The user was at the emergency room but mentioned it was unrelated to their glucose.no additional information was provided.this adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.

Event description:
Senseonics was made aware of an inicent where user was at the emergency room but mentioned it was unrelated to their glucose.no additional information was provided.

Manufacturer narrative:
B4. Date of this report 11 april 2025. G3. Date received by the manufacturer? 11 april 2025. H6. Health effect - clinical code updated to 4580.